Event description:
It was reported that ventricular oversensing caused by large amplitude t wave was noted on the patient's insertable cardiac monitor (icm). Reprogramming changes were made. The patient condition was stable throughout.